Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2017 with the following findings. There is a line thru the display. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a line in the display this report is made based on the results of an investigation completed on (B)(6) 2017.